Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005: the patient presented with right leg pain. (B)(6) 2005: the patient presented with back and leg pain. (B)(6) 2006: the patient presented with chest pain. (B)(6) 2006, (B)(6) 2007: the patient presented with toothache. (B)(6) 2006: the patient presented with neck pain. (B)(6) 2007: the patient presented with right knee pain. (B)(6) 2007: the patient presented with kidney pain. (B)(6) 2008: the patient presented with sore throat. (B)(6) 2011: the patient presented for follow-up of slip and fall. (B)(6) 2011: the patient presented with abdominal pain. (B)(6) 2011: the patient presented with pain in right side and refill of medications. (B)(6) 2011: the patient presented for hardware removal, right patella. (B)(6) 2011, (B)(6) 2012: the patient presented for follow-up. (B)(6) 2012: the patient presented with the problem of coughing up blood. (B)(6) 2012: the patient presented with degenerative disk disease and numbness in left arm. (B)(6) 2012: the patient presented with congestion, runny nose and constipation. (B)(6) 2012: the patient presented with lower back pain. (B)(6) 2005: patient presented with right leg pain. Patient underwent x-ray of the knee. Impression: no acute abnormality. (B)(6) 2005: patient presented with leg and back pain. (B)(6) 2005: patient presented with leg pain. (B)(6) 2006: patient presented with left-sided chest pain, weakness, syncope. Patient underwent CT of brain without contrast. Impression: no acute disease. Right maxillary sinusitis. Patient underwent x-ray of the chest. Impression: no acute disease. Patient underwent x-ray of the lumbar spine. Impression: degenerative disc l5-s1. No acute fracture. (B)(6) 2006, (B)(6) 2007: patient presented with tooth ache. (B)(6) 2007: patient underwent ultrasound of the scrotal. Impression: left epididymal head cyst. Normal testicles. (B)(6) 2007: patient underwent x-ray of the knee. Impression: status post orif of the right patella; no acute osseous abnormality is identified; stable compared to the previous study. Patient presented with right leg, knee pain. (B)(6) 2007: patient underwent CT scan of the pelvis and abdomen. Impression: small renal cysts. Antherosclerotic calcifications of abdominal aorta. (B)(6) 2007: patient presented with abdominal pain, kidney pain. (B)(6) 2009: patient presented with back pain. Patient underwent x-ray of the chest. Impression: 1. Left basilar scarring. 2. No acute abnormalities are identified. (B)(6) 2008: patient presented with chest pain. Patient underwent x-ray of the chest. Impression: fractures of the lower right anterolateral ribs which are minimally to non-displaced. (B)(6) 2009: patient presented with back pain and leg pain. (B)(6) 2010: patient presented with wrist pain and shoulder pain. (B)(6) 2010, (B)(6) 2011: patient presented with chronic backpain. (B)(6) 2011: patient underwent cervical spine series firve views. Impression: degenerative disk disease. (B)(6) 2011: patient underwent x-ray of the left hand. Healed fracture of the fifth metacarpal. (B)(6) 2011: the patient underwent gallbladder ultrasound. Impression: the common hepatic duct is not dilated. Visualized portions of the liver, right kidney and pancreas appear normal. (B)(6) 2011: patient underwent 3 views of right knee. Impression: the wire supports a healed fracture of the patella. No acute fracture or dislocation is evident (B)(6) 2012: patient underwent x-ray of the chest. Impression: 1. Copd. 2. Minor bibasilar scarring. 3. No acute disease noted. Patient presented with lumbar pain and bilateral lower extremity pain right greater than left.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that: (B)(6) 2005: the patient presented with right leg pain. (B)(6) 2005: the patient presented with back and leg pain. (B)(6) 2006: the patient presented with chest pain. (B)(6) 2006, (B)(6) 2007: the patient presented with toothache. (B)(6) 2006: the patient presented with neck pain. (B)(6) 2007: the patient presented with right knee pain. (B)(6) 2007: the patient presented with kidney pain. (B)(6) 2008: the patient presented with sore throat. (B)(6) 2010 the patient came for an office visit with complaints of lumbar pain and bilateral lower extremity pain right greater than left. The patient was diagnosed for: 1) lumbar degenerative disc disease l5-s1. 2) low back pain, chronic. 3) leg pain, bilateral, right worse than left, element of l5 pattern. 4) numbness left thigh. 5) sacroiliitis right. Musculoskeletal review: the patient reports low back pain and bilateral lower extremity pain. Neurological review: the patient reports left lower extremity numbness and no gait disturbance. (B)(6) 2011: the patient presented for follow-up of slip and fall. (B)(6) 2011: the patient presented with abdominal pain. (B)(6) 2011: the patient presented with pain in right side and refill of medications. (B)(6) 2011: the patient presented for hardware removal, right patella. (B)(6) 2011, (B)(6) 2012: the patient presented for follow-up. (B)(6) 2011 the patient underwent cta brain. Impression: 1. Patent bilateral intracranial ica, aca, mca, and pca. 2. Basilar artery within normal limits. 3. No evidence of significant focal stenosis or aneurysm. (B)(6) 2011 the patient underwent CT head. Impression: no evidence of acute cortical cva, mass effect, intracranial hemorrhage or skull fracture. 2. Ventricular volume normal for age. 3. Visualized paranasal sinuses and mastoid air cells clear. (B)(6) 2011, (B)(6) 2012 the patient presented with history of lumbar pain and bilateral lower extremity pain right greater than left. Patient presents to the office today for follow-up. He presented to the emergency department for a headache that started suddenly. The patient and frequently experiences headaches severe (10/10) in intensity, in a helmet distribution, pulsating in nature. Headache was accompanied at with nausea, without vomiting, a lightheadedness, and mild blurry vision. History of urinary incontinence for approximately 1 week; however, he has been experiencing dysuria, hesitancy, and severe difficulty initiating stream for approximately 3 to four months. Due to incontinence, erectile dysfunction, and bilateral lower extremity weakness, a CT of the lumbar spine was ordered revealing central protrusion of l4-5 with narrowing of the canal and advanced degenerative disc disease at l5-s1. Musculoskeletal examination: gait: antalgic on the right and ambulates flexed at the waist. Inspection and palpation: examination of the spine, ribs and pelvis revealed kyphosis of the lumbar spine and tenderness of the lumbar spine. The patient was diagnosed for: 1) lumbosacral spondylosis l5-s1. 2) lumbar radiculopathy /right s1. 3) lumbar hnp, right l5-s1. 4) low back pain, chronic. 5) lum bar degenerative disc disease. (B)(6) 2011 the patient presented with complaints of headache, urinary incontinence. Assessment: headache, urinary incontinence, hypertension, dyslipidemia, chronic low back pain, neuropathy, anxiety and depression ,<(>,<)> reactive airway disease, gerd. (B)(6) 2012: the patient presented with the problem of coughing up blood. (B)(6) 2012: the patient presented with degenerative disk disease and numbness in left arm. (B)(6) 2012: the patient presented with the following pre-op diagnosis: l4-5 lateral recess stenosis, l5 foraminal stenosis with right l5 radiculopathy. Patient underwent l4-5, l5-s1 lumbar plif with decompression and interbody/ posterolateral fusion. The patient underwent the following procedures: 1. L5-51 gill procedure with complete removal of facets. 2. L4-5 bilateral laminectomy, medial facetectomy and l5 foraminotomies, 3. L4-5 arthrodesis, posterior lumbar interbody fusion, and posterolateral fusion, 4. L5-s1 arthrodesis, posterior lumbar interbody fusion, and posterior lateral fusion,5. L4-5 interbody device, 6. L5-s1 interbody device, staxx xd, 7. L4-5, l5-s1 posterior segmental instrumentation, 8. Allograft for spine surgery only local obtained from same incision, 9. Allograft for spine surgery only morselized, 10. Frameless stereotactic guidance for spine surgery only. 11. Intra-op use of o-arm CT scans. Underwent spot intra-op x-rays of lumbar spine. As per op notes, bilateral laminectomy was performed through l5 this was continued through l4 lamina all the way until about where the inferior margin near the l4 pedicle. Hypertrophied ligamentum flavum that was connected to the top of s1 was removed and at the l4-5 level in piecemeal fashion. Decompression was done at l5-s1 complete fac ets were removed in order to get a wider access to the disk space for plif fusion. Removal of facets was carried out to completely decompress the l5 foramens bilaterally. The l4 nerve roots were identified bilateral and found to be far out of the way of our field and safe in the l4-5 disk space for safer plif grafting. The l5 roots bilaterally at the l5-s1 were also out of away and for safe flif grafting. We then brought in our nerve root retractor and retracted the nerve root and dural sac medially for starting out at l5-s1 on the left. We then opened the disk space in rectangular fashion with a 15-blade and removed some disk material that was in the disk bulge itself. Disk space was rather collapsed. There was good free movement of l5 on si. We followed this with the 7-mm scraper and then 9-mm scraper and then the 11-mm scraper scraping out he disk and cartilaginous endplate angling lateral, superior, medial, and inferior creating a good nice wide place for arthrodesis and for our flif grafts. Removed disk and cartilaginous endplate with pituitary rongeurs. Rhbmp-2/acs recombinant bmp was stuck into lateral to the graft until no further none could be placed in the disk space lateral to the graft. Half a sponge of bmp in the anterior disk space and packed the bone on the top. Staxx xd plif graft to the field ensuring that the l5 and s1 nerve roots were out of harms way. Silver trigger was pulled and was disengaged from the plif graft. The bilateral l5s and l4s took 45 screws. Then the screws were placed freehand into their tapped hole. Then screws were placed on the left at l5 and then on the left at l4, and then on the right at s1, right l5, right l4. Once all screws were in place, then an intraoperative CT scan was obtained again and this confirmed that all screws were in satisfactory position. We then covered our plif access holes with the 4 x 4's patties and then irrigated out the surgical field with 3 l of vancomycin irrigation. Then the rods, two pre-curved 5.5*55 cobalt chromium were brought to the field. These fit perfectly without any bending. The locking caps were then placed freehand at first and then they were torqued down to the specified 10 newton meters per the synthes matrix system with the anti-torque device in place. Then residual autograft bone and 10 cc of dbx mix and the 2 residual rhbmp-2/acs sponges were applied to all of the decorticated surfaces. We then placed a cross-link to the rods at the level of l4-5 and torqued this down to the specified 3 newton meters. The patient tolerated the procedure well.